Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported there was an under-infusion of medication. The pump resolution volume indicated that there was 0 ml remaining of the 138ml total volume, however, there was still a significant amount of medication remaining. They will be required to have a secondary infusion placed in order to receive the medication that had not infused. The event occurred while in use with the patient. There was patient involvement and no patient harm/adverse event reported..